Manufacturer narrative:
Corrected and or additional information is included in the following sections: a1, d1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 failed to detect on the bus. The field service engineer noticed a strong rubbery smell and found that the solenoid was too hot to touch and discolored to a brownish color. He replaced the solenoid, controller board, timing controller board (t board) and rebooted to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system drawer failed, the device was not detected on the communication bus. During device inspection, a field service engineer noticed a strong rubbery smell and found that the solenoid was very hot to touch and discolored to a brownish color. There was no report of impact to the patient or user during this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 and cubies were not detected on the communication bus. A field service engineer replaced the solenoid and was able to close the drawer. Rebooted station and drawers 5.1 and 5.2 cubies were not detected. A field service engineer replaced the drawer controller board again for drawer 5.2 and timing controller board (t board) to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system drawer failed, the device was not detected on the communication bus. During device inspection, a field service engineer noticed a strong rubbery smell and found that the solenoid was very hot to touch and discolored to a brownish color. There was no report of impact to the patient or user during this event.